Manufacturer narrative:
Unit received with failed batt test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low batt alarm due to failed batt test alarm. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer had to change battery a week. Customer stated that they did not press much buttons, rewind the insulin pump every 3 days, alarms were cleared immediately and did not download care link data frequently. Customer stated the contacts on the battery cap and battery compartment did not show corrosion. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.